Manufacturer narrative:
Patient information not provided/unknown. (B)(4). Device lot number not provided/unknown.

Event description:
It was reported that the low profile one piece abutment (ilpc442u) fractured.

Manufacturer narrative:
One certain® low profile one-piece abutment was returned for inspection. A visual inspection revealed moderate wear about the surface and drive feature of the abutment. It was confirmed that the device is fractured at the top of the threaded region.the alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A singular cause for the complaint could not be determined.